Manufacturer narrative:
(B)(6) is an animal hospital and the patient being refer in this MDR is an animal.

Event description:
On 05-dec-23, nurse assist received a complaint via e-mail from (B)(6) of the following event description from e-mail: I recently received an email regarding a recall on the sodium chloride irrigation 250ml bottle. We had a patient come in last week for a foreign body surgery and used three bottles to irrigate the abdomen during the exploratory surgery. Your indications list "device irrigation" as a form of use. Over the weekend, this patient did have to undergo emergency surgery relating to sepsis.